Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
Pt complained of knee pain. At the time of surgery, the surgeon found the tibial insert to be slightly worn, and he replaced.